Event description:
The surgeon recently saw the pt who was subject of original MDR filed due to a possible impairment of a body function. The pt's symptoms had greatly improved. Specifically, the pt is no longer experiencing throat soreness and the lesions on the pt's lower lip have resolved. Although the pt is still reporting some tongue numbness, the surgeon indicated this symptom is consistent with the stretching of the chorda tympani nerve during surgery. The surgeon indicated the tongue numbness should resolve, since the nerve is intact. This file will be considered closed as the remaining symptoms is consistent with the surgery and is being managed by the surgeon. If distributor should receive any additional info regarding this event it will be forwarded to the agency.